Manufacturer narrative:
(B)(4) device evaluation: the report that the guide wire kinked was confirmed. Returned was one spring wire guide/advancer assembly. Visual examination revealed a kink located 3 cm from the j-tip weld. Microscopic examination confirmed that both welds appear full and spherical. Functional testing confirmed that both welds remain intact. The guide wire graphic specifies an outer diameter of .838/.877 mm and a length of 600 +/-4 mm. The length and outer diameter were confirmed to be within specifications. The guide wire was inserted into the advancer tube and was advanced without difficulty. The instructions booklet describes suggests techniques to minimize the likelihood of guide wire damage during use. A device history record review was performed based on sales history and did not reveal any manufacturing related issues. Since the guide wire is always inserted through another component such as an introducer needle, ars syringe, or introducer catheter and none of these components were returned, the probable cause of this issue could not be determined. No further action will be taken.

Manufacturer narrative:
(B)(4). An additional device was returned with the sample for investigation of MDR 1036844-2016-00031. The customer was contacted to determine the source and usage of that device. A new complaint and this MDR were created as a result of that information.

Event description:
It was reported that the guide wire kinked during insertion in pediatrics. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.